Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Troubleshooting for high blood glucose was performed. Customer¿s blood glucose level was 600 mg/dl and they were admitted to (B)(6) hospital on (B)(6) 2018 at 7:00 pm. Customer went to the hospital a few weeks ago in addition to this incident due to problems with their insulin pump. Customer advised they treated their high blood glucose levels via insulin pens in addition to the insulin pump. Customer advised the insulin pump was not on auto mode and instead it was on manual mode. Customer advised the cannula was bent and they did not receive proper insulin from the insulin pump which resulted in high blood glucose levels. Customer performed and passed the display test. The insulin pump will not be returned for analysis.